Event description:
A catheter was inserted in pt on 2/4/94. Upon removal catheter was noted to be broken off approx 4 inches. When reviewing x-rays previously taken, the broken portion is noted to be in the lung. It was initially placed in the right subclavian.